Event description:
The customer reported that following an ablation procedure, the pt complained of pain on the left thigh. A 2nd degree blister was noted at the pad site. The blister was suctioned and the tp status was good. The incident pad was discarded by the customer following the procedure and is not available for eval.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for eval. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.